Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item name: vanguard xp e1 bearings medial rt, catalog number: 195859, lot number: 538660. Item name: vanguard xp primary tibial tray, catalog number: 195759, lot number: 283080. Item name: series a 3 peg patella, catalog number: 184768, lot number: 236990. Item name: vanguard intlk femoral right, catalog number: 195206, lot number: 990250. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital retained the explanted items. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02214. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 3 years ago has been revised due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.